Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated two of the axsym troponin-I adv reagent packs did not open correctly. The account stated the top lid opened, but the bottom grey/brown piece did not. The account changed two probes on the axsym analyzer due to this issue. No impact to patient management was reported.